Manufacturer narrative:
Qn#(B)(4). The device investigation report has not been submitted at this time. Teleflex will continue to monitor and trend related events.

Event description:
The training officer and operations officer both had the same thing happen during two different cardiac arrest events. Both paramedics used the proximal tibia to insert a 25mm and experienced complete driver failure. A back up driver was used. There was no delay in therapy. The patient's current condition is unknown at this time.

Manufacturer narrative:
(B)(4). Ez-io driver 9058 (sn (B)(4)) was returned for evaluation. Upon receipt, the driver was visually inspected. No obvious signs of damage were observed. When the trigger was pulled, the driver was operable and a solid green led light was displaying. The driver was then subjected to simulated sawbone insertions. This functional test is used to determine whether the returned device still has the capability to power a 45mm ez-io needle set into a medium and/or hard bone. The 45mm ez-io needle set is used because it represents the worst case scenario for io insertion. Two (2) sawbones with medium (50 lbs. /ft3) and hard (105 lbs. /ft3) hardness profiles with 3mm cortexes were used for the test. Each insertion was timed with a stopwatch (ID: (B)(4)) while applying approximately 8 lbs. Of force on a weight scale (ID: (B)(4)). Approximately 5 to 8 lbs. Of force is necessary to penetrate bone. The unit failed the soft sawbone phase of testing with a complete stall on the first attempt at 2.41 seconds. No further testing was attempted. The complaint has been confirmed. Condition - driver opened and other operating characteristics already evaluated and recorded. The motor was connected to dc power supply (ID (B)(4)) and set to approximately 18v. Other remarks: when the trigger was pulled the motor and gear box were operable with no electro/mechanical issues noted. Battery voltage measured as 15.43 dc volts without being activated. Battery voltage measured as 5.2 dc volts when button was activated and voltage reached a stable level. Stable defined as when whole numbers (e.g., 6 volts, 7 volts, etc.) Stop changing (ignoring numbers after the decimal point). The complaint has been confirmed. The device history report is not available for review. A section of the IFU will be referenced as part of this investigation report. The IFU states, "as is the case with any emergency medical device carrying a backup is strongly advised protocol". And, "do not use excessive force during insertion. Let the ez-io power driver do the work". A review of the certificate of conformance found that the driver passed all the release criteria. The device was released in 07/2009 and is approximately 8 years old. The complaint, "the driver/s failed completely and just stopped", has been confirmed. The failure is the result of battery depletion. No corrective/preventative actions will be assigned. The driver had no power because the batteries were depleted. Battery testing confirms depletion. No further action required. Teleflex will continue to monitor and trend related events.

Event description:
The training officer and operations officer both had the same thing happen during two different cardiac arrest events. Both paramedics used the proximal tibia to insert a 25mm and experienced complete driver failure. A back up driver was used. There was no delay in therapy. The patient's current condition is unknown at this time.